Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, the grippers of the clip were entangled with anterior leaflet several times. However, troubleshooting attempts resolved the issue. Achievement of a simultaneous grasp and capture of both leaflets was not possible. During final grasping attempt, both the grippers were unable to actuate. Troubleshooting was performed and was unsuccessful. As a result, decision was made to remove the clip from the anatomy. Following removal, tissue was observed on the grippers. It was confirmed that prolapsed posterior leaflet was progressed to flail leaflet. The procedure was terminated with unchanged mr. There was no clinically significant delay reported.